Event description:
A site reported that the unit shut down and did not alarm. No injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.

Manufacturer narrative:
The site declined to provide patient info to ge healthcare.